Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection between the transmitter and smart device occurred. Date of issue is an approximation. Additionally, the patient stated because they were experiencing signal loss, their blood sugar went low. No symptoms or medical attention was reported. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).